Manufacturer narrative:
It was reported that the customer stated that they received the letter for the recall. Stated the pendant buttons would get stuck while using and would become very hot to the touch. Stated that there are wires exposed. Customer stated that she unplugged the pendant months ago when she felt like she was getting a small zap from it. Stated that this did not cause any injuries. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The buttons get stuck and hot to touch.